Event description:
Customer reported air was seen in the tubing interspersed with fluid. Air did not reach the patient. Unknown if the pump alarmed for all (air-in-line). There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4). The customer's report of air seen in the tubing interspersed with fluid could not be confirmed or duplicated with the returned set. During visual inspection it was noted that the tip off the IV bag spike of the drip chamber was broken off. Multiple infusion tests were performed at 3 different flow rates. The infusion tears completed successfully without any air in line errors or alarms. The root cause of the air seen in the tubing interspersed with fluid was not identified. The tip of the IV bag spike was received broken; however functional testing could not duplicate the customer's report of air seen in the tubing during an infusion.